Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ the root cause could not be determined. However, it is speculated that this case was caused by unexpected stress on the head due to the user's handling, resulting in image clouding due to the failure of the ccd unit. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 19feb2021 stating this event occurred during reprocessing, due to findings there was not a delay in a procedure.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user report of a blurry image was confirmed due to the zoom buttons on the device not working as a result of the faulty charged coupled device cable. Four device components were replaced, the device was successfully tested and returned to the user facility on 14jan2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, during the reprocessing of the hd autoclavable camera head, the image displayed was cloudy. There was no patient involvement during this event.